Manufacturer narrative:
The reported issue was inconclusive. The sample was evaluated, neither a pinch, nor blockage was observed. Water was introduce to the returned catheter. No conditions found on sample that could be associated with the reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall." (B)(4).

Event description:
It was reported that the balloon would not deflate and that the balloon had to be broken in order to be removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not deflate and that the balloon had to be broken in order to be removed.